Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the reported clip opening during establish final arm angle (efaa) was not confirmed during returned device analysis. The reported difficult or delayed positioning could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported clip opening during efaa appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported difficult positioning appears to be due to a combination of challenging patient anatomy and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.h6: removed medical device problem code 2017: failure to follow steps

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report clip opening during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter was inserted, and the mitraclip delivery system (cds) was advanced. The heart was in an upright position and the atrium was significantly dilated, making echocardiograph, trajectory and positioning the clip difficult. The cds shaft was curved to approximately 100 degrees and the clip was able to be positioned. However, when attempting to establish final arm angle (efaa) the clip opened to approximately 30 degrees and the mr jet increased. After three efaa troubleshooting attempts were unsuccessful the clip was removed, and a new clip was implanted without further issues. Mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.